Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information the a manufacturer representative was unable to replicate the inaccuracy issues. It was no ted that the representative was unable to check posterior due to the resin head not having anatomy that far back.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon alleged an inaccuracy with the straight probe and two different straight suctions. All other instruments were accurate. The amount of inaccuracy noted was about 2.5 millimeters. They had their tracker a little off at first. But after securing and re-registering, they still alleged it was off. The surgeon proceeded and the procedure was completed using the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.